Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the stimulation turned off and the patient did not turn it off. The patient mentioned that the stimulation jolted their legs periodically. They stated the ins was ¿acting up¿ and all of a sudden it is like someone ¿popped up the power¿ on it. The patient stated it was strong and heavy and they do not want to walk because they cannot feel their legs and feet. The patient got poor communication at first when they tried to connect with their patient programmer (pp) but was able to connect and saw that the stimulation was off. The patient stated they fell and fractured l1 and had a fusion. They stated a screw came loose and was floating inside of their body. They called a healthcare professional (hcp) about it. The patient confirmed the fall was not related to the device. The patient was redirected to their hcp to have the device checked. No further complications were reported/expected.